Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A device replacement interval was provided. Currently, the s-ICD remains in service. No adverse patient effects were reported. Additional information was received. The device was beeping. Technical services (ts) discussed that the beeper could be reset with the programmer. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A device replacement interval was provided. Currently, the s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A device replacement interval was provided. Currently, the s-ICD remains in service. No adverse patient effects were reported. Additional information was received. The device was beeping. Technical services (ts) discussed that the beeper could be reset with the programmer.